Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device concluded the device presents with catastrophic damage to the proximal end. The head of the device was fractured away and not returned. The remainder of the proximal end is gouged, scraped and scuffed. The clinical/medical investigation concluded that the revision was required because his fracture dynamized, and the implant had no bearing on the revision indication. The clinical root cause of the intraoperative stripped screw cannot be confirmed. The patient impact is determined to be the drilling along the inferior lag screw tract and removal of residual surrounding bone to remove the screw. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A laboratory analysis performed on the device revealed that based on this investigation, it was concluded that the head of lag screw broke off during removal in a revision surgery. No other fractures or defects were seen on the rest of the screw. It is not clear what initiated the breaking of the screw during removal. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed in possible adverse effects that cracking or fracture of the implant may occur. Preoperative planning section states that proper type and size of implant must be selected to ensure effective treatment of patients considering factors such as patient¿s size, strength, skeletal characteristics, skeletal health, and general health. Overweight or musculoskeletal deficient or unhealthy patients may create greater loads on implants that may lead to breakage or other failure of the implants. Additionally, postoperative care section warns that early weight bearing substantially increases implant loading and increases the risk of breaking the device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material specification, the quality and manufacture of standard grade titanium, aluminum, and vanadium alloy shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d9. Corrected data: h6 (health effect - clinical code).

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after an internal fixation was performed in (B)(6) 2023, the fracture dynamized, leaving the lag screw proud over the lateral femur. This adverse event was solved by a revision surgery on (B)(6) 2025, in which the lag screw was removed and a shorted screw was inserted. During the removal procedure, the head of the lag screw broke off. Drilling along the inferior lag screw tract was performed to remove any residual surrounding bone. The screw was ultimately removed with vice grips. Patient is doing well.